Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10023. It was reported that stent damage occurred. The target lesion was located at a tortuous and calcified proximal to mid circumflex artery. Predilation was performed with an emerge balloon catheter. A 3.50x32mm promus premier stent was advance but failed to cross the proximal part of the lesion. The device was removed and was visualized intact. A guidezilla guide extension catheter was advanced to the proximal target lesion and the 3.50x32mm promus premier stent was re-inserted. However, it was noted that the stent would not advance past the proximal portion of the guidezilla. The stent was removed and the stent struts were damaged. Another 3.50x20mm promus premier stent was used and advanced into the guidezilla but would still not pass through the catheter. The stent and guidezilla were removed and it was noted that the 3.50x20mm promus premier stent was damaged. A non-bsc guide extension catheter was advanced and a 3.50x20mm and 3.50x16mm promus premier stents were successfully deployed. Post dilation was performed using a 3.5x12mm nc quantum balloon and the procedure was completed. No patient complications were reported with the stent well apposed.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier us, mr 3.5x32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged from the center to distal end. Struts distorted and stretched. The undamaged proximal stent outer diameter measured was within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10023. It was reported that stent damage occurred. The target lesion was located at a tortuous and calcified proximal to mid circumflex artery. Predilation was performed with an emerge balloon catheter. A 3.50x32mm promus premier¿ stent was advance but failed to cross the proximal part of the lesion. The device was removed and was visualized intact. A guidezilla¿ guide extension catheter was advanced to the proximal target lesion and the 3.50x32mm promus premier¿ stent was re-inserted. However, it was noted that the stent would not advance past the proximal portion of the guidezilla¿. The stent was removed and the stent struts were damaged. Another 3.50x20mm promus premier¿ stent was used and advanced into the guidezilla¿ but would still not pass through the catheter. The stent and guidezilla¿ were removed and it was noted that the 3.50x20mm promus premier¿ stent was damaged. Anon-bsc guide extension catheter was advanced and a 3.50x20mm and 3.50x16mm promus premier¿ stents were successfully deployed. Post dilation was performed using a 3.5x12mm nc quantum balloon and the procedure was completed. No patient complications were reported with the stent well apposed.